Event description:
On (B)(6) 2012, the reporter claimed the animas insulin pump has an inaccurate bolus history record. According to the reporter, all the bolus insulin delivered appropriately except for 2 bolus doses which had zero percentage delivered. The issue was not resolved with troubleshooting. The reporter indicated the patient's blood glucose was high over the past 3 days. There were no reported number blood glucose values, required hcp medical intervention, or symptoms to suggest a serious injury. This complaint is being reported as a malfunction due to the two undelivered bolus doses.

Manufacturer narrative:
The following information was inadvertently omitted: unrelated to the complaint, evaluation revealed that the up and contrast keypad symbols were worn, which has no effect on insulin delivery.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: pump powers on with vibratory and audible sounds. There were no alarms related to the compliant in the alarm history. Executed a 1 unit per hour basal program for 24 hours, no 0.00 units boluses were recorded in history during this time. All keys on the keypad were found to be responsive to user input. No hypersensitive keys were observed. A normal 10 unit bolus and a 10 unit audio bolus was successfully performed. Both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during the investigation process. There was no defect found. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn.